Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the manifold check. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced the coiled cable (0012-00-1839) and the unit failed the manifold check during ppm. Suspect the patient manifold assy is faulty. Fse replaced the scroll compressor (0119-00-0236) and safety disk (0119-00-0236). The pump is back in use now.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a